Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 6.1 and 6.2 failed. The customer attempted to recover the storage space, but the recovery was unsuccessful. They were also unable to fail the pocket to remove the medication and replace it with a new cubie. The system continued to display a message instructing the user to contact maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer found that the half height cubie drawers were not detected on bus and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.